Manufacturer narrative:
(B)(4). Date sent: 10/5/2020 d4: batch # t40y0a investigation summary the analysis results found that the b12lt device was returned with the seal damaged and torn. The torn pieces of the seal were returned inside a bag. The device was disassembled in order to evaluate the condition of the seal and the damage was confirmed. In addition, the separate piece of the seal was observed to have a mark which suggests that a pointy instrument was inserted through the trocar with excessive force. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the doctor wanted to pull a compress out of the trocar and the inside broke off. It looked like a piece of the seal got damaged. All parts were retrieved. There was no patient consequence, the surgeon pulled out the trocar/damaged pieces, and used another one.